Manufacturer narrative:
It was reported that the click closure (plastic clip) on waist pack broke under normal use. The waist pack was returned for evaluation. Visual inspection of the unit revealed that the plastic clip of the buckle that clasps around the waist was found broken. As a result, the reported event was confirmed. All other mechanical parts (magnetic snaps, flaps, zippers, etc...) And the plastic viewing window performed as intended. The most likely root cause of the reported event can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the closure on the waist pack broke under normal use. The waist pack was exchanged. No patient complications have been reported as a result of this event.